Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, video connector lock failure was noted, and internal battery consumption issue was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the visera elite video system center was used along with a videoscope for a therapeutic (laparoscopic) procedure of gastrointestinal surgery. During the procedure the visera elite video system center suddenly blacked out even though angle operation was not performed. Subsequently, the power of the device was turned off / on, and it was revived. The procedure was completed afterwards using the same device. Following the completion of the procedure, the scope was tested with another video system center and no abnormality was noted with the scope. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported image failure (blacking out). The DHR confirmed that the subject device was shipped in accordance with the specifications. The reported image failure was not reproduced with the returned device. The investigation was unable to establish the root cause of this reported issue. Olympus will continue to monitor field performance for this device.